Manufacturer narrative:
The reported field event of an inability to communicate was confirmed in the laboratory and was due to low battery voltage. The battery voltage was depleted due to high current drain. The cause of the high current drain could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that several attempts to interrogate the device were unsuccessful.